Event description:
An orsiro drug-eluting stent system was selected for treatment. During the attempt to insert the guide wire into the stent system, it was noticed that the stent had already been dislodged. The stent was found on the sterile field, still on the transportation wire.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The returned device was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The complaint instrument was returned with the dispenser separately with the protector inside. The stent is located on the transportation wire underneath the protector and is significantly widened. The balloon is still well folded but dried saline/contrast medium residue was observed in the inflation lumen and in the balloon lumen which indicates application of negative pressure. Microscopic inspection revealed stent imprints on the exposed balloon surface, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples was tested from this lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the preparations for the intervention, i.e. Application of pressure.